Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose of 42 mg/dl. The customer ate and declined troubleshooting for their low blood glucose. The insulin pump will not be returned for analysis.